Manufacturer narrative:
(B)(4).

Event description:
The patient experienced overdose symptoms after having the pump updated; it was thought only a dose change was made and not a refill. The patient was admitted to the hospital and intubated. She was discharged on (B)(6) 2011. As of (B)(6) 2011, the patient was stable. An MRI was done (B)(6) 2011 (reason not reported); pump recovery was noted after the MRI. The device system was used to deliver morphine (25 mg/ml), baclofen (3,045 mcg/ml), and clonidine (500 mcg/ml).